Manufacturer narrative:
Concomitant medical devices: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 74002, lot# n206742, implanted: (B)(6) 2009, product type: adapter. Product ID: 7495-51, serial# (B)(4), implanted:(B)(6) 2000, product type: extension. Product ID: 3487a, lot# l42153, implanted: (B)(6) 1997, product type: lead. Product ID: 3487a, lot# l42153, implanted: (B)(6) 1997. Product type lead. (B)(4).

Event description:
It was reported that the patient's device had a short in it. When the patient tried to use it, it gave him a hard jolt. When he didn't use it, it didn't happen. The patient wanted to buy a new one. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.